Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: reported by the customer: issues with suction. Event description: none given. P/n : 0450000000i. S/n: (B)(6). Summary of evaluation: crossflow outflow assembly broken. Missing pin within the assembly not engaging. Unit now on hold awaiting parts. Probable root cause: pressure sensor malfunction/out of calibration; inflow cassette/ tubing pressure sensor membrane failure; mis-inserted cassette/ tubing ; motor encoder malfunction/failure (inflow and/or outflow) ; roller wheel assembly (inflow and/or outflow) malfunction/failure; roller wheel failure due to peristaltic tubing debris build-up; main board (all) /imx failure ; software malfunction ; use error ; system design; unwanted movement of internal components/wiring; pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) ; pump operated at least-favorable environmental conditions for extended period of time; run screen does not adequately indicate overpressure situation; miniwashmalfunction (cf); command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready); excessive use of wash or turbo ; slow reaction time to a quickly closed off shaver outflow at high flow rates; power failure of pump; pressure sensor stuck behind the sensor bracket; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure during procedure.